Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath on the angio-seal device shattered. There was no patient injury and the product was not used. The patient was reported to be in stable condition. The procedure outcome was good. Another angio-seal device was used.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Based on the information provided, the sheath can become shattered and cracked due exposure to uv light and similar uv light sources such as the pixis system that was reported for this event. The angio-seal labeling for the vip was reviewed and the symbols on label on each device caution the user to keep the device away from sunlight and uv light.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the third device out four that were used on the reported patient. See MDR report no. 3013394970-2018-00654 for the first device used on the same patient. See MDR report no. 3013394970-2018-00655 for the second device used on the same patient. See MDR report no. 3013394970-2018-00657 for the fourth device used on the same patient.

Event description:
Additional information was received on 10/6/18: a perclose was used to close the patient after subsequent angio-seal failures. The angio-seal device was exposed to an ultra violet light in the pixis system for a prolong period of time. Additional information was received on 10/8/18. The procedure that was being performed was a cfa (common femoral artery) access for ix coronary. The procedure was successful. There was no patient harm. There was a 6fr procedure sheath used.